Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There wa no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched caused by an upper link switch out of adjustment. The upper auxiliary assembly, which contains the upper link switch, was replaced to correct this condition.